Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune pin jack hudson adapter connection is warn and doesn't connect properly to the drills at the hospital. We tried multi hudson adapters to confirm it was out pin jack that was faulty. It drills eccentrically.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination, therefore unavailable for a physical evaluation. However a photograph was provided. Upon visual inspection of the photograph, no anomalies were observed. The photograph provided had poor quality, therefore unable to identify details. Furthermore, a functional allegation cannot be evaluated thru a photo. The reported complaint was not confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.